Manufacturer narrative:
No product has been returned for investigation nor were radiographs provided to confirm the alleged event. Labeling review: warnings, cautions and precautions: "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone...".

Event description:
On (B)(6) 2018, patient underwent an extreme lateral interbody fusion procedure at l4/5 levels. A post-operative examination revealed cage subsidence. On (B)(6) 2018 a revision procedure was performed where existing cage was removed and replaced with autogenous bone graft.